Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump exhibited a cassette not attached properly and reattach cassette alarm. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
H3 and h6. Codes: updated. Device evaluation: the suspected device was returned for evaluation. The customer reported issue of ¿the pump alarms as cassette not attached properly and reattach cassette" was replicated. The probable cause was the downstream occlusion (dso) sensor was degraded/damaged. Visual inspection also found the lens was scratched. The dso sensor and lens were replaced. The device passed all functional and delivery tests after the repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.